Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that capsule tore while the surgeon implanted a hoya lens. The surgeon had to remove the hoya lens, performed vitrectomy, and then proceeded to implant a sofport lens. It is unknown why the sofport lens was also pulled out. The surgeon performed vitrectomy again and ended up implanting a different brand lens. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found one haptic bent. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.